Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A ship history to the account for the year prior to the reported event date was performed. A lot number was not provided. A lot history record review was completed for lots 25141328, 25141506, 25141549, and 25141911; the last 4 lots shipped to the account one year prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro did not function. The device failed to deliver energy. The hospital swapped out the cord with no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro did not function. The device failed to deliver energy. The hospital swapped out the cord with no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.